Event description:
Multimode (z60) (remote w/o display). With input controller used. Dealer stated the user was on lunch time outdoors. Chair moved on its own. Chair would not go into outdoor mode. Outdoor light came on. Tried to go but chair wouldn't go then it lurched. School personnel stated the user injured his hand. They would not allow him back to school.